Event description:
The manufacturer's rep reported that during a stage two interstim case, tests showed high impedance on several lead combinations. Replaced with a new lead. No adverse effects to the pt or medical intervention reported.